Manufacturer narrative:
Pump was received with critical pump error due to moisture damage on electronic assembly. No blank display noted. Unit was received with cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got critical pump error was displayed on screen. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The customer reported that the insulin pump had a blank display. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. Customer also stated that insulin pump was cracked. The product will be returned for the analysis.